Event description:
Essure device implanted (B)(6) 2014. New side effects since implantation, painful periods, painful ovulation, clotting periods, unexplained rash, boils, painful intercourse, chronic inflammation, chronic pelvic pain, frequent urination, hormonal imbalance.